Manufacturer narrative:
Additional information: a concentration of 10 ml of 0.9 % nacl and 10 ml contrast omnipaque 350mg I/ml was used during the procedure. After a few deflation attempts the pressure decreased about 3-4 atm. There were no other problems encountered during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the balloon failed to deflate. The device would not deflate at the lesion site at the end of the whole procedure. Difficulties were not noted during inflation of the balloon. Several attempts were made to deflate the balloon which took about 3 minutes. The balloon was broken in a few places. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc solarice coronary balloon catheter, deflation difficulties were encountered. The deflation issue was noted at a pressure of 12 atm. The balloon lost 2-3 atm after 3-4 minutes. Difficulties removing the balloon following balloon inflation was encountered and the device detached in vivo. No patient complications have been reported as a result of this event.